Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and high and low predicted alarm from the insulin pump. The customer stated that she is not using the continuous glucose monitor. The customer was advised that the pump will not alarm if she is not using the continuous glucose monitor. The customer's blood glucose reading was 31 mg/dl. The customer stated that she went low because she did not eat. The customer walked her daughter's dog and she ate lunch. The customer stated that she is currently okay.